Manufacturer narrative:
(B)(4). Investigation / evaluation during the course of investigation, a review of the complaint history, device history record, instructions for use (IFU), quality control (qc), and a visual inspection of the returned opened and used device was conducted. A visual inspection noted that the catheter tip had a longitudinal split that started at the distal end and continued up until the pigtail curve. A portion of the catheter tip was missing. Prior to shipment, there is a confirmation that the tip material meets the requirements for tensile strength and elongation noted in material specifications. In addition, quality control personnel performs in process and final inspections; conducting a pull test using the instron tensile tester and verifying 100% that the surface of the catheter is free of damage and excess bumps or roughness. It is also verified that the distal tip/endhole is rounded smooth, not thin, slanted or out of round. No splits, nicks, damage, excess material or debris present. This product is shipped with an instructions for use (IFU); which states under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Measures are currently being taken to address and resolve this issue of concern. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. (B)(4). Investigation / evaluation during the course of investigation, a review of the complaint history, device history record, instructions for use (IFU), quality control (qc), and a visual inspection of the returned opened and used device was conducted. A visual inspection noted that the catheter tip had a longitudinal split that started at the distal end and continued up until the pigtail curve. A portion of the catheter tip was missing. Prior to shipment, there is a confirmation that the tip material meets the requirements for tensile strength and elongation noted in material specifications. In addition, quality control personnel performs in process and final inspections; conducting a pull test using the instron tensile tester and verifying 100% that the surface of the catheter is free of damage and excess bumps or roughness. It is also verified that the distal tip/endhole is rounded smooth, not thin, slanted or out of round. No splits, nicks, damage, excess material or debris present. This product is shipped with an instructions for use (IFU); which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Measures are currently being taken to address and resolve this issue of concern. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During an angiography procedure on a (B)(6) male patient, the tip of the beacon tip royal flush plus flush catheter cracked in the patient's body. A snare was used to retrieve the broken tip back, and the procedure was completed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). 1820334-29jun2015-002-r; z-2318-15. The event is currently under investigation.

Event description:
During an angiography procedure on a (B)(6) male patient, the tip of the beacon tip royal flush plus flush catheter cracked in patient's body. A snare was used to retrieve the broken tip back, and the procedure was completed. The patient did not demonstrated any side effects after the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.